Event description:
On (B)(6) 2012, the patient's nurse reported that the patient was in the intensive care unit and she wanted to make sure the infusion device was working properly. The patient went to the hospital on (B)(6) 2012 due to elevated blood glucose levels. The patient was being treated with an IV of fluids and given injections of lantus at the hospital. On (B)(6) 2012, the patient's blood glucose levels were in the 500's mg/dl; she changed her insulin cartridge, and infusion tubing because it was "bent," and she changed her infusion site. She later started vomiting and her blood glucose level was hi. She attempted to bolus to bring the levels down, but they remained elevated. The infusion device did not display any error messages. On (B)(6) 2012, she went to the hospital by ambulance. The patient has never changed the adapter on the device. Troubleshooting with the patient did not identify any problems with the infusion device. The patient's nurse did not know the cause of the elevated blood glucose levels. The patient was released from the hospital on (B)(6) 2012 and her blood glucose levels had returned to normal. The patient stated that the infusion device delivers boluses correctly. No product was requested to be returned for evaluation.